Event description:
The service center (oci) was informed that a customer evis exera ii ultrasound gastro-videoscope was returned due to a report of a "minor leak at the elevator" that was observed during reprocessing. Upon inspection and testing, the device was observed to adhesive missing from the distal end light guide cover and forceps cover . No patient injury or harm was reported.

Manufacturer narrative:
The evaluation found glue missing on the light guide cover and forceps cover at the distal end. The user's request of leak at elevator was confirmed as the scope has a large leak coming from the distal end of the instrument channel. Additionally, there is surface damage on the pink colored coating on the probe; not exposing the glue underneath. The bending section cover glue is peeling. The guide pipe joint at the control body is loose. The light guide tube near the protective boot is buckled/kinked. Loose connection between the scope connector case and the light guide connector: the protective cover on the ultrasound connector pin has lost it's spring action. The angulations are below specifications and the control knob movement has play. Scope is pending repair. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation, therefore, the exact cause of the reported issue could not be conclusively determined. Based on the service inspection results, the potential cause of the reported issue resulted in damage because external force was applied to the distal end by handling. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.